Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pacemaker noted that the pacemaker, the right atrial lead and the right ventricular lead exhibited noise. Programming changes were performed to resolve ventricular noise. The patient was in stable condition.

Event description:
New information received notes that the noise on the pacemaker, the right atrial lead and the right ventricular lead was over-sensed. Additionally, myopotential over-sensing was also noted on the pacemaker, the right atrial lead and the right ventricular lead.